Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient reported "found two subarachnoid cyst on the right breast and symptom of capsular contracture (baker grade IV). Suspected bia-alcl and had biopsy.. Results were negative", "had removal surgery but it ruptured". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "found two subarachnoid cyst on the right breast and symptom of capsular contracture (baker grade IV). Suspected bia-alcl and had biopsy. Results were negative". The device remains implanted.